Event description:
Reference number (B)(4). Event occured in portugal. It was reported that the patient faced high blood glucose level, diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2026. The blood glucose level was 450 mg/dl and the patient was treated with intravenous insulin drip. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: portugal.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 20/apr/2026 against "lot number" "6014722" and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information, no failure detected. The review confirmed that lot 6014722 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 20/apr/2026 against "lot number" criteria equal "6014722" and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information, no failure detected. The count of complaints are (B)(4). The complaints numbers are (B)(4). Device history record (DHR) review: the lot 6014722 was manufactured according to work instruction (wi) version 48 and manufactured in the machine multivac m12, on 02/aug/2025 with a total of (B)(4) units. Assembly sub assembly: the sub-assembly of the lot 5g05240 was manufactured according to the wi version 30 and manufactured in quickset line, on 02/aug/2025, with a total of (B)(4) units. Gluing of tubing sub assembly: the sub-assembly, gluing of tubing of the lot 5g05835 was manufactured according to the wi version 42 and manufactured in the machines mp04 - mp08, on 29/jul/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5g05837 was manufactured according to the wi version 42 and manufactured in the machines pegado 04-08, on 01/aug/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6014722 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date, no additional patient or event details have been received.